Event description:
It was reported that the patient's log files were submitted for review. The log files captured emergency backup battery (ebb) faults on (B)(6) 2026 and (B)(6) 2026. The system controller performed periodic internal load tests on the ebb and it appeared that the ebb was not passing the tests. The log files also captured a cluster of no external power alarms that seemed to be a result of the patient having both power leads unplugged at the same time. The mechanical circulatory support (mcs) equipment operated as intended. Additional log files were sent for review on (B)(6) 2026. It was noted that the log files also contained ebb not installed alarms as well as various alarms associated with a driveline disconnect event on (B)(6) 2026. All alarms appeared to have resolved following the driveline disconnect event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.